Event description:
It was reported that statlock sliding post was not moving to enclose the PICC line wing during dressing change. Nurse at facility used other fresh statlock and resolve the issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of disconnection of the plastic retainer from the extension tube is confirmed but the root cause could not be identified from the returned photographs. Two photographs of the sliding post statlock stabilization device was returned for evaluation. An initial visual observation of the first returned photograph showed no obvious use residues throughout the statlock device. Nothing remarkable could be observed from the first returned photograph. The second returned photograph showed someone holding the tricot pad of the statlock device back from its plastic retainer. The plastic was disconnected from the white pad of the statlock device. Because the plastic retainer was observed to be detached from its foam pad, the complaint of disconnection is confirmed. Due to the inability to observe the physical sample under a microscope and other unknown clinical conditions, the exact cause of the disconnection could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that statlock sliding post was not moving to enclose the PICC line wing during dressing change. Nurse at facility used other fresh statlock and resolve the issue. No other information was provided.